Manufacturer narrative:
An evaluation and visual inspection of the returned driver/inserter found one of the tines had broken off and this confirmed the reported of tine breakage. The physical damage noted on the driver is indicative of the user twisting the driver during insertion or while removing it out of the pilot hole. In addition, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on 23-oct-2013 in a lot of (B)(4) units. There were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to this reported problem. There is one other complaint received from the same customer for this item and lot number with a different failure mode. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: - exercise care in the use of the device to minimize side and/or bending loads. - do not use excessive force on instruments to avoid damage or breakage during use. - avoid lateral loading while inserting y-knot anchors. - maintain proper alignment during insertion of anchors and disengagement of drivers.

Event description:
The customer reported that during use of the y-knot all suture anchor in a right arthroscopic bankart repair procedure on (B)(6) 2014, one of the tines on the driver/inserter broke off and remained implanted under the anchor. The breakage occurred after the insertion of the anchor and as the surgeon removed the driver from the pilot hole. The surgeon elected to leave the tiny broken fragment in place, as it was safely implanted under the anchor. Information received from the user facility indicated that the surgeon used a total of five (5) y-knot all suture anchors to complete the procedure, which is typical of this type of surgery. As reported, the surgery was otherwise completed with no further complications or patient injury. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred. Further information received from the distributor indicated that patient's demographic information could not be obtained due to the patient privacy laws in (B)(6).